Event description:
It has been reported to philips that the azurion system was not booting up. The device was not in clinical use. No harm to the patient or user was reported.a philips field service engineer (fse) inspected the system onsite and replaced the suite pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse attempted to reload the software as a part of troubleshooting action, but the process got failed. The fse identified there was issue with suite pc. The fse replaced the suite pc along with configured the procedure cards, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.